Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a button alarm. Tandem technical support educated the customer to keep items from pressing on the button to prevent this alarm from occurring. However, customer alleged that nothing was pressing against the button. Additionally, it was reported that the pump time was inaccurate; cause was unknown. Reportedly, the customer corrected the time to resolve the issue and insulin delivery was resumed. There was no impact to the customer's blood glucose level.